Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 240mg/dl at the time of the incident. Customer's mother stated that the batteries were replaced prior to call. The customer's mother was assisted with troubleshooting and the display did not return. The customer's mother was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to broken solder joint of connector on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm due to blank display. The insulin pump received with minor scratched display window.